Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database required resynchronization. The technical support specialist (tss) logged into medstation es, performed database backup, dropped the database, and executed a full synchronization. Cleared disk space by deleting old structured query language (sql) logs. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient in c311 did not appear in the device, although the patient was visible in the server and could not be found on the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.